Event description:
It was reported that the ilet user had been misusing meal types and sizes when announcing meals, and under healthcare provider direction performed a full reset and re-setup of the ilet system with a new cartridge, a steel 6 mm contact/detach infusion set, and a freestyle libre 3+ continuous glucose monitor (cgm) paired via the mobile app. After which the device was placed into bionic mode with weight entered and best practices reviewed. No reported adverse clinical effects. Outcomes included user education on proper meal announcements and assignment of at-home training for follow-up on the relearning phase. Investigation included guided troubleshooting, device setup verification, cgm pairing verification, infusion set and cartridge replacement, and user reeducation. Investigation of this case revealed user technique error related to meal announcements without device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user training and use error.